Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Manufacturer narrative:
Literature article citation: lindley, t et al. Complications associated with recombinant human bone morphogenetic protein use in pediatric craniocervical arthrodesis. J neurosurg pediatrics 2011; 7:468-474 (10.3171/2011.2.peds10487). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported in a literature article that the patient had undergone a foramen magnum decompression and c1 laminectomy followed by an occiput/c2 fusion using custom-contoured loop instrumentation, rib graft, and rhbmp. The patient presented 4 weeks after surgery with wound swelling and both clinical and radiographic evidence of seroma formation. There was no evidence of wound infection. The patient was treated conservatively and the fluid gradually resolved over several weeks.

Event description:
It was reported that the patient underwent a posterior fossa and foramen magnum decompression with removal of the posterior fused arch of c1, dorsal occiput-c2 interlaminal wires, with use of operating microscope, intraoperative ultrasonography, and external durotomy. Twenty-eight days post-op, the patient was admitted "for wound swelling and drainage. MRI revealed post op seroma with epidural post fossa collection. Dura had not been opened during surgery, so not felt to be csf, but rather seroma. He had been doing well until recently when his ". Per the physician's notes, 49 days post-op, the patient complained of clicking sensation in the neck and skull. Halo removed and minerval brace applied. At 635 days post-op, the patient fell off his bike resulting in headache and tingly legs, soft collar use during symptoms. Now doing well. At 971 days post-op, flexion/extension x-rays show good union between the occiput and c1-c2. Excellent postop followup.